Event description:
Alleged over infusion. Rptr called to state "there was an over infusion, after the door broke, unknown how long it infused before the free flow was noted." Customer stated there was no injury and couldn't give any more information.